Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that her onetouch ultra 2 meter had segments missing from the display. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged display issues first occurred on ¿(B)(6) 2015 at 3:00pm¿. The patient stated that she takes no diabetes medications to manage her diabetes and continued with her usual diabetes management routine as a result of the alleged product issue. The patient reported ¿two hours ¿after the alleged product issue began, she developed the symptom of ¿shakiness¿. The patient denied receiving any treatment as result of these symptoms. At the time of troubleshooting the cca noted that there was no misuse of the product and it was not the first time the patient had used the product. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.